Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed a pump error while doing self test and buttons were delayed to respond. The customer¿s blood glucose level was 190 mg/dl. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer stated that they performed displacement test and it was passed. Customer reported that the buttons on keypad were not working. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was moved with no input. Troubleshooting was done for keypad issue. Customer stated that there was a response from a button. Customer stated that the issues frequency was very often. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated block mode was inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer stated the button was not unresponsive during an easy bolus attempt. Customer was advised to remove battery from insulin pump and replace with a recommended new or fully charged battery. Customer stated the buttons were responding now. Customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.